Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's battery pins, battery contact assembly and main keypad assembly due to wear.  Physio also completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. The customer also provided physio-control with additional information about both the patient and the event.  The customer advised that the patient was male and in respiratory distress (likely from congestive heart failure) during the event. The patient was never in cardiac arrest during the event.  Medics were able to stabilize the patient after administering CPAP treatment and then transported him to the hospital.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. Medical personnel were performing ECG monitoring on the patient, who was critical, when the device powered off. Medical personnel were unable to keep the unit powered on, despite charged batteries being installed. A backup device was obtained and the delay in care was approximately 2 minutes. The customer advised that defibrillation was not necessary during the event. There were no adverse effects to the patient as a result of the reported issue.